Event description:
It was reported that during implant of the right ventricular (rv) lead while trying to place in a different location, it resulted in the lead screwed in at the inflow septum, right below the tricuspid valve. The lead could not be unscrewed and manual traction on the lead resulted in the screw straightening out with the lead eventually extracted after the screw broke off and remained affixed to the septum. The lead was removed and a new rv lead was placed. Also during implant, after attempts to pace the anterolateral with the right atrial (ra) lead, it resulted in diaphragmatic stimulation. The ra lead was eventually secured and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the helix of the lead became extrinsically fractured due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was received without the helix. According to the reported, the helix was stretched and broken, and remained affixed to the septum during implant. If information is provided in the future, a supplemental report will be issued.